Event description:
Rptr received mislabeled triple lumen catheters from MFR on 3 separate occasions. The first occurrence was on 9/28/98, the second was on 6/28/99 and the third was on 2/10/99. MFR has been contacted regarding this problem. Catheter being reported are from the 3rd occurrence. The MFR also claims that they are making these catheters specifically for the rptr's facility.